Event description:
It was reported that during a sigmoid colectomy procedure, the anvil dislodged while tightening. The anvil was reattached, but would not tighten down. It is unk how the procedure was completed. There was no impact to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.